Event description:
Customer reports a button error alarm on the insulin pump, which occurred when he exposed the pump to moisture from his wet clothing. Current blood glucose level is 117 mg/dl. Advised customer insulin pump will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Failure analysis states that the insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly/motor. Unit had a missing end cap sticker, scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.